Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown drill guide. Without a valid part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted, however metal piece of the device remained in patient. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). As specific part and lot number for drill guide is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 a metal piece of a drill guide was accidentally left behind in the patient. The investigation revealed that the color and texture of this drill guide is similar to the plate used to treat the fractured bone. Therefore there is the possibility of accidentally leaving it behind. There was no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Although the subject device was not returned to the manufacturer for investigation a product development investigation was performed for the complaint product (insertion guide without nose, part number 03.122.057, lot number unknown). The investigation confirmed that the aiming device (also referred to as the subject device or drill guide) and the stainless steel philos plate are similar color and texture. A visual comparison of the aiming device was made using philos plates made of titanium (blue) and stainless steel (grey) and it was confirmed that the aiming device color and texture are similar to the stainless steel philos plate. It should be noted that the part number of the plate used during the reported event was not provided to the manufacturer. The design and labeling of the philo system implants and instruments sufficiently address the implantation technique and risk of accidental retention of the aiming device. The use of the aiming device is common during medical implantation procedures. The philos aiming device assists the operator during the insertion of the plate and screws. The use of the aiming device during implantation surgery contributes to the achievement of stable fixation and a time efficient surgery. Since the subject device was not returned, functional testing could not be performed. Per the associated surgical technique guide, the aiming device is used during the following surgical steps: positioning, drilling and fixation. The aiming device is removed prior to attaching the suture as described in the surgical step ¿attach sutures: remove the aiming device from the plate.¿ without return of the subject device for investigation and additional surgical event information, this complaint cannot be confirmed, nor can a root cause be identified. In addition, without a lot number, a review of the device history records could not be performed. The part number was reported to the manufacturer on sep 15, 2016. The brand name of the device was identified. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 15, 2016. It was further reported that the reported drill guide was a philos system insertion guide without nose and that it was being used during the implantation of an unknown philos system plate. The insertion guide (aiming device) was left in the patient attached to the philos plate. Although there was no reported patient complication the insertion guide is an implantation instrument and is not designed to be retained in the patient.